Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The available information suggests that this patient implanted device and leads remain in-service.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the hcp,the device was in vvir mode as the patient was in atrial fibrillation (af). The device's vrr and bi-ventricular trigger features are programmed on. However, when the patient's rate exceeds the lower rate limit (lrl), rvp/lvs markers are the displayed. The hcp commented that the patient's blood pressure drops when this occurs. Ts was informed that "inh" markers were displayed. Ts suggested that the lv lead may be sensing atrial activity (oversensing). When lv sensing was programmed off, bi-ventricular pacing was regular, however, the paced morphology had the appearance of the patient's intrinsic morphology. Ts discussed the possibility of functional undersensing. The local representative commented that the pacing thresholds and other lead diagnostic measurements were within normal ranges. When the lrl was increased to 110 ppm, consistent paced morphology was identified. When the lrl was decreased to 90 ppm, some intrinsic morphology was evident. Electrogram printouts were sent to ts for review. Interpretation by ts suggested that when the paced morphology matched the presenting rhythm (intrinsic beats), bi-ventricular pacing is evident. The other beats had narrow morphology and represent rvp-vr/lvp-vr beats (vrr). The patient now has an lvad so the physician may program lv pacing off since the lv threshold is high and the device's longevity indicates 6 months remaining due to lv output programmed to the maximum setting.